Event description:
It was reported the device primary audible alarm. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device seals were both intact, the right plunger case cracked at top surface. The device history log "system failure: primary audible alarm background test" found in device's ehl. The device was tested using the power-on self test. The test could not duplicate customer's reported problem during power-on self test. The root cause could not duplicate customer's reported problem. The tech replaced primary speaker for preventative purposes. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).